Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Please disregard this report 2124215-2023-29806 as this allegation had already been reported under report number 2124215-2023-25276.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code. This device was explanted and successfully replaced. No additional adverse patient effects were reported.